Manufacturer narrative:
Patient identifier - requested, information yet to be received. Age and date of birth - requested, information yet to be received. Sex - requested, information yet to be received. Weight - requested, information yet to be received. Ethnicity - requested, information yet to be received. Race - requested, information yet to be received. Date of event: unknown. Lot number - unknown. Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that when prepping an 8fr 45 cm destination device, the valve would not stay tightened on the sheath. Additional information was received on 5/8/2018. The valve would not stay tightened when trying to flush the sheath with saline. This occurred during prep and there was no patient interaction with the device.

Manufacturer narrative:
This report is being submitted as follow up no. 4 to provide the completed investigation results. One 8 fr peripheral destination sheath was returned for evaluation. The dilator was also returned inserted into the sheath and the sheath was securely mated with the valve. Visual inspection revealed no anomalies with the dilator. The sheath had a shallow "u" shape curve. The luer lock between the sheath and detachable valve was inspected. There were no anomalies with either the threads on the luer lock or the sheath hub. Based on the returned device, the complaint could not be confirmed as the luer lock of the valve was fully mated with the sheath hub. The ifus for destination states "ensure that the valve and the sheath are tightly connected." If this was not followed, then the potential for the valve to disconnect from the sheath increases. However, upon receipt of the device both the sheath and valve were noted to be securely tightened.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the date of event, to provide additional information, to provide the device return, and to provide additional information. Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided.

Event description:
Additional information was received on 5/15/18. While prepping for a chronic total occlusion (cto) procedure, the hub of the sheath kept unscrewing from the sheath. A new sheath was used, with no harm to the patient. The patient was stable and there was no medical or surgical intervention required. Blood loss was reported to be less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the lot number, UDI, expiration date, and the device manufacture date. A review of the device history record of the product code/lot# combination was conducted with no findings.